Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1, date: (B)(6) 2010, inratio: 1.4; lab: 2.02. Patient 2, date: (B)(6) 2010; inratio: 2.5; lab: 1.87.